Event description:
IT WAS REPORTED THAT THE PATIENT'S INSERTABLE CARDIAC MONITOR (ICM) EXHIBITED PREMATURE BATTERY DEPLETION. NO INTERVENTION WAS PERFORMED. THE PATIENT HAD NO ADVERSE CONSEQUENCES DUE TO THE EVENT.

Event description:
Additional information received indicated that the patient's Insertable Cardiac Monitor (ICM) was explanted. The patient was stable.